Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken connector and additionally noted that the keypad window was scratched, two case screws were contaminated, the main seal was pinched between the case halves and that the device was in need of the updated battery shorting bar design. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a damaged ventricular port. The generator was returned for service. No patient complications have been reported as a result of this event.